Manufacturer narrative:
The serial number was not provided and the device was not returned to the manufacturer for physical evaluation therefore the failure mode cannot be confirmed.

Event description:
A peritoneal dialysis patient (pd) called into technical support on (B)(6) 2015 and stated he was in pain and though he had peritonitis. Technical support offered to call for medical assistance but the patient declined and stated he would drive himself to the nearest hospital. Upon follow-up the patient's pd nurse reported that the patient was hospitalized on (B)(6) 2015 for peritonitis due to touch contamination. The pd nurse stated the patient was given ceftazidime and the infection has cleared. Medical records were requested numerous times and have not been made available.